Event description:
It was reported that the patient that is implanted with deep brain stimulation (dbs) system sustained an injury to the back of the head. Following the injury, high impedances were identified on the lead and it no longer provided stimulation. The patient underwent a procedure in which the lead was replaced. When explanted multiple contacts dislodged from the lead. The patient is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed and visual inspection revealed that the silicone at the lead tails junction is torn, electrodes 8,15,16 are missing, and electrodes 1, 3,11 are partially dislodged from the paddle end. The cables are exposed at the damaged portion of the lead. This type of damage occurs when the lead tails are exposed to excessive tensile force causing the lead body to stretch and eventually break right at the paddle end. A labeling review was performed on the lead's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It also did not reveal any anomalies as it states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control which is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is unintended use error caused or contributed to event.

Event description:
It was reported that the patient that is implanted with spinal cord stimulator (scs) system sustained an injury to the back of the head. Following the injury, high impedances were identified on the lead and it no longer provided stimulation. The patient underwent a procedure in which the lead was replaced. When explanted multiple contacts dislodged from the lead, which were removed from the patient's body. The patient is doing well post operatively.